Event description:
It was reported the stimulator was implanted in the front right groin area to provide pain relief in the left groin area. The stimulator worked fine for 6 or 7 months after implant and then stopped working. The stimulation was in the wrong location. The stimulation change was due to lead position change. Reprogramming was done a couple of times, but didn't help. The hcp was unable to obtain stimulation in the area of the patient's pain. No patient injury was reported. The pt did not have surgery for the reported event.

Manufacturer narrative:
This report is being submitted after an internal audit.